Event description:
It was reported by service report that the mattress could not adhere to the litter surface due to missing velcro piles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.